Manufacturer narrative:
The actual device and two pieces of unknown substances were returned to manufacturing facility for evaluation. Visual inspection upon receipt found that the ptfe coating had been sheared off the outer surface of the wire on the area approximately 100-1432mm from the distal end of the shaft. Magnifying inspection of the segment on approximately 100-1432mm from the distal end found that shearing of the ptfe had been generated both from the distal in the proximal direction and the proximal in the distal direction. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specification. The bending strength was determined on the undamaged segment and confirmed to meet manufacturer specification. The adhesive strength of the ptfe coating to the core wire was determined and verified to meet manufacturer specification. Magnifying inspection of the unknown substances found both had been deformed into an accordion-like shape along the total length. They were found to have some white portions scattered in the black portions. Attempts to determine the total length was found to be difficult as the substances had been deformed into an accordion-like shape. Unknown substance a: measured approximately 35mm, unknown substance b: measured approximately 40mm. The unknown substances were ft-ir evaluated and found to have the spectrum of ptfe both on the white and black portions. This spectrum was confirmed to be equivalent to that of the outer layer of this current product sample. It is most likely that these substances are the outer layer (= ptfe coat) separated from the actual device. Functional testing was conducted on a current product sample of the visiglide guide wire. The test sample came in contact with a sharp tool on the ptfe coated segment by pushing the ptfe coated segment against the sharp tool. In this state the test sample was pulled in the proximal direction. The coating was sheared off the shaft and some sheared portions came off the shaft. Another test conducted using the forceps elevator on the endoscope raised while a guide wire was inserted. The guide wire came into close contact with the forceps elevator. Subsequently when the guide wire was subjected to further pushing and pulling forces in this state, it was exposed to a frictional force exceeding the product's strength limit, resulting in shearing of the coating off the shaft. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined, however based on the investigation result, it is likely that the actual device had close contact with a sharp object and in this state it was subjected to some pushing and pulling action(s), when it was exposed to abrading forces which exceeded the coating's adhesive strength. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion potion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the actual sample became rough on the visiglide device. Follow up communication with the user facility reported the following information; during the use of the actual device combined with another device, the actual sample was caught in it and the coating became rough; and there was no patient impact.